Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the vessel sealer extend (vse) instrument to perform failure analysis. The vessel sealer extend (vse) instrument was analyzed and the reported failure could not be reproduced. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with a full range of motion in all directions. The grips opened and closed properly. The instrument passed the cut and seal test in 2 of 2 attempts. No errors were found in the logs. The instrument was fully functional. No product issue was identified. Additionally, the instrument was found to have a segment of the conductor wire sticking out from the jaw. A loop of wire is sticking out such that the wire protrudes above the outer surface of the main tube. The wire insulation was not damaged, and the instrument passed an electrical continuity test. The complaint was not confirmed based on failure analysis.

Event description:
It was reported that during a da vinci-assisted colorectal surgical procedure, the vessel sealer extend (vse) instrument would not release the tissue from the jaws of the instrument. No fragment fell into the patient. The user completed the procedure, and no known impact or patient consequence was reported.